Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is not giving the correct information in the bolus history. Customer indicated that a bolus will be programmed but does not show up in the pump history. Customer's blood glucose was 266 mg/dl at the time of incident. Troubleshooting indicated that it appeared that a bolus could be recorded but customer disagreed as a bolus was then attempted but failed. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.